Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received no delivery alarm and is also receiving failed battery test. Customer states she will buy new batteries then call back. No troubleshooting as customer hung up the call.